Manufacturer narrative:
Unit passed rewind test and displacement test. Unit failed to vibrate during self test due to vibrator motor connector broken black wire. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they had question about vibrate function and self test was ok. The customer's blood glucose was 7.9 mmol/l at the time of incident. The device will be returned for analysis.